Manufacturer narrative:
(B)(4). Date sent: 6/8/2016. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Were there staples missing from the staple line? When opened staples were observed in the thoracic cavity, did these staples fall out of the cartridge prior to firing? Were the patient side bronchus staples properly formed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a lobectomy by video procedure, using the stapler with a green load in the stapling of bronchus, it was observed failures in the staples line. Beside of removed bronchus with the surgical piece, there were openings in the staples line and in the thoracic cavity opened staples were observed. The surgeon decided not to do other procedure in this staples line. When he made the insufflation test, it was observed no reaction. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the appearance of the deployed staples (b-formation, irregular, legs straight): the staples were with your legs straight in the thoracic cavity, the piece revealed an irregular formation with slightly curved open clips on the ends; were there staples missing from the staple line: yes, it was observed in the piece that the staple line was open staple line without staples; when opened staples were observed in the thoracic cavity, did these staples fall out of the cartridge prior to firing: the staples were found opened into the thoracic cavity after firing; were the patient side bronchus staples properly formed: in the bronchus part, the staple line was well formed in the patient with closed staples in b format; was there any patient consequence or change in the post-operative care of the patient as a result of the event: until now, no adverse event or decrease of patient condition was informed.